Event description:
It was reported to boston scientific that the exalt model b monitor was producing smoke on (B)(6) 2025. There was no patient involvement. No additional information has been provided to date despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf code a1005 captures the reportable event of overheating of device or device component.

Event description:
It was reported to boston scientific that the exalt model b monitor was producing smoke on (B)(6) 2025. There was no patient involvement. No additional information has been provided to date despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf code a1005 captures the reportable event of overheating of device or device component. Correction: g1: MFR contact first name, last name, phone number and email address. H2: device evaluation: the returned exalt model b monitor and output cable were dissembled and visually examined. No thermal damage caused by overheating or burning was observed on the monitor. The output cable appeared to be damaged. It was heavily pinched in two locations with exposed wiring visible. However, no thermal damage to the cable was observed. With all available information, boston scientific corporation concludes that the reported event of the exalt b monitor emitting smoke could not be confirmed. Based on analysis of the returned device and all available information, there is no problem detected that would contribute to the reported overheating of the device. The most probable cause for the damage to the output cable is a random component failure identified without any design or manufacturing issue.